Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had experienced frequent failures with all of its tower doors. A field service engineer replaced all four of the tower door latches to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the tower doors frequently failed while accessing medication for patients. This incident did not result in a delay to patient care. There were no adverse events or injuries reported based on this event.